Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown, but complainant stated that device was used prior to expiration date. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pigtail stent was deployed in the common bile duct and was implanted by placing the part of the stent in the intrahepatic right branch (b7) on (B)(6) 2014 due to jaundice. According to the complainant, on (B)(6) 2014, CT scan examination showed that the pigtail stent migrated to the sigmoid colon. However, the stent was not removed at this time, and an additional stent was not implanted since there was no apparent stricture found during this endoscopic retrograde cholangiopancreatography (ercp). On (B)(6) 2014, the patient experienced acute abdominal pain and free air was detected. A surgical operation was then performed and a 1mm size perforation was found in the sigmoid colon. The perforated area was removed, colostomy was performed, and the stent that had migrated was removed to complete the procedure. According to the physician, the perforation was caused by the migrated stent. Additionally, the physician reported the patient had undergone pulse treatment with large volume of steroid, which may have been a factor of the perforation. On (B)(6) 2014, the patient died. According to the physician, the cause of death was disorder of liver function due to the development of chronic lymphatic leukemia, causing hepatic infiltration. The physician confirmed the stent did not cause or contribute to the patient¿s death.